Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 300 mg/dl. Reportedly, customer declined troubleshooting with tandem technical support and reverted to manual injections for alternate insulin therapy.